Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 110 mgdl while the bg meter was reading 30 mgdl. The patient was experiencing exhaustion and had slurred speech. The patient also had an issue with his blood pressure falling. The patient went to the emergency room (ER) (it was not specified who brought him there) and was treated with dextrose (route not specified). The patient was also treated with an unspecified medication to raise his blood pressure. It was not reported how long the patient was in the ER prior to discharge. Attempts to reach the patient for further event details were unsuccessful. The patient was recovering at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).